Manufacturer narrative:
For the reported information, the device was returned to bd to be evaluated. The evaluation identified that the stent graft was partially released and the outer sheath was fractured. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model fvl08060 vascular stent graft allegedly experienced a fracture and misfire. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) kgs.